Manufacturer narrative:
One unpackaged ar-4068-25tl suturelasso¿ (batch 5084158496) was received for evaluation. Visual inspection identified that the tip was fractured. Functional testing was not performed due to the condition of the returned device. The most likely cause for the reported failure can be attributed to use-related factors, such as prying/leverage applied with excessive force. The complaint allegation is confirmed. Refer to the investigation photos.

Event description:
It was reported that during a bankart lesion surgery the tip of the device broke off. The broken piece was retrieved out of the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.